Event description:
The following reported event originated from a foreign distributor in (B)(6). The distributor reported a unit that was alarming "xdcr failure", and "low/high pressure/ vent circuit closure during start up. They also reported that the ventilation was 'not normal'. The reported event occurred during final inspection, and before shipping. There was no patient involvement. The distributor changed out the main printed circuit board, and that resolved the issue.

Manufacturer narrative:
(B)(4). Per information provided by the distributor, carefusion technical support shipped out a replacement main printed circuit board. A returned goods authorization (rga) number was also issued for the return of the alleged faulty main printed circuit board for evaluation. The alleged faulty main printed circuit board was received by carefusion on (B)(6) 2015, and is awaiting evaluation. Once evaluated a follow up medwatch report will be submitted.